Event description:
The patient contacted urologix by letter indicating that as a result of a targis system treatment he was experiencing erectile and ejaculatory failure. No report of the event was received from the hospital where the treatment was performed. The device (microwave delivery system) was not returned to urologix for evaluation. No additional information was released from the site.